Event description:
Patient reported experiencing elevated blood glucose levels of over 400 mg/dl for 10 days. Patient stated she took correction via pump without success after changing accessories. Patient alleges the pump delivers too low insulin. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).